Event description:
Admitted with a capsular contracture and pain. To or for removal of bilateral silicone implants and replacement of implants. Contracture more on left than on right, invading the soft tissues of the ribs. Rupture of silicone gel implant on the right, with free flow.